Event description:
It was reported that the customer's insulin pump had no alarms or alerts when the customer's sensor had high readings. Troubleshooting could not be completed for the reported issue and it was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 243 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window.